Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced infection, scarring, purulent material, fluid collections, and adhesions. Post-operative patient treatment included revision surgery, removal of mesh, and drain placement.